Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in high output mode due to out-of-range measurements. No changes or interventions were performed. There were no patient consequences.